Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use the coating of the guidewire came off. No patient injury.

Manufacturer narrative:
The suspect device was not returned for evaluation, and the photographs provided were insufficient to perform an investigation. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaint for this lot number was found.